Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: examination of the returned device found the instrument was worn. The edges of the shim are heavily worn and chipped with material missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a damaged/worn instrument (broach) identified by sterilization, no surgeon specifically was involved however believed to have happened intra-op due to wear on top of the diamond teeth and perhaps hit with mallet. This has been reported by one of the healthcare workers at the hospital who is the contact in this form. Instruments tagged as damaged and being returned to wa operations via courier. This is a consignment set, set number tray serial / batch number is unknown. Operations please refer to the wa one drive complaint database for further information.